Event description:
It was reported that, during a surgery, a q-fix knotless anchor was deployed without any complication; however, when pulling the sutures out of the cleat and then removing the anchor, as the sutures were running down the cannulation of the introducer, they were caught. The surgeon then had to pull slightly harder to have them exit the introducer and found the looped portion of the black and white passing suture was shredded. The external sheath component was torn from the internal portion of the loop leaving the device without a loop. Also, the 2-0 suture of the blue suture had a portion torn off. The anchor was left inside the patient, but the sutures were removed; no void was left in the patient since part of the ¿remplissage¿ where the posterior capsule was pulled into the defect. The procedure was resumed, after a non-significant surgical delay, using an equivalent s+n back-up in an additionally drilled bone hole. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6 this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.